Event description:
This is a spontaneous case report received from a physician in united states on 02-may-2016 which refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 with lot number c06468 for permanent contraception. It was reported that a perforation of one fallopian tube was seen (not sure what side). Patient complained of pain and physician had to remove the micro insert. After the removal of one insert, the patient complained of pain on the other side. The patient is deciding about the options she has. They (patient and physician) are waiting for the reports of the hsg (hysterosalpingogram); they are not sure if the patient has the insert on the other side. The treatment of the adverse event was reported as removal of one of the micro inserts; possibly removal of second microinsert. Follow-up received on 20-may-2016 patient complaining of pain after he had performed the essure procedure. She requested to remove the device and when physician went in to remove it he found that it was outside the tube. However when he looked on the other side the other device did not appear outside the tube. Now the patient has come back with pain on the other side and doctor requested the modified hsg films to review and to determine where the second device is. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and a perforation of one fallopian tube was seen. The physician removed the perforated micro-insert. After this procedure, patient complained of pain on the other side. Physician is waiting hysterosalpingogram results to decide what to do (he mentioned a possible removal of second microinsert). The reported events are listed according to essure's reference safety information. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a perforation occurs, patient may experience pain during and after the procedure. In this particular case, patient had pain and a fallopian tube perforation was diagnosed. Essure was removed, but she had pain on the other side. Physician requested further testing to decide what to do and where the second device was. Considering event's nature and based on essure's safety profile, causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Follow-up information (perforation questionnaire) and a product technical analysis are being sought.

Manufacturer narrative:
Follow up 29-may-2016: quality-safety evaluation of ptc. Lot number: c06468. Ptc global number: (B)(4). In this case no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Perforation questionnaire received on 02-jun-2016 the patient's age was (B)(6). Her weigh was (B)(6)and height was (B)(6). Her medical history included 3 pregnancies: 1 parity by c-section and 2 elective abortions. Essure was inserted on (B)(6) 2014, 2 months after her delivery. She was breastfeeding at time of procedure. Uterine abnormal findings prior insertion was denied. Cervical dilation and analgesia (xylocaine) were done during procedure. Insertion and visualization of tubal os were considered easy. Fluid loss was less than 1500cc and procedure did not take more than 20 minutes. Complaints immediately after insertion were denied. On (B)(6) 2015, hsg was done showed that left tube was partially perforated; right side was complete perforated and tubes were not occluded. Patient presented with abdominal pain. On (B)(6) 2016, right insert was removed by laparoscopy (it was medically necessary). It was reported that right essure coils was outside the tube and left coil presumed to be in the tube. The outcome was described as not recovered (there is a plan to remove left coil due to pain). Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and a perforation of one fallopian tube was seen. The physician removed the perforated micro-insert. After this procedure, patient complained of pain on the other side. According to follow up information, the hysterosalpingogram showed that left tube was partially perforated; right side was complete perforated and tubes were not occluded. It was reported that right essure coils was outside the tube and left coil presumed to be in the tube. There is a plan to remove left coil due to pain. The reported events are listed according to essure's reference safety information. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a perforation occurs, patient may experience pain during and after the procedure. Considering event's nature and based on essure's safety profile, causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect.

Manufacturer narrative:
(B)(4).